Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator had defective paddles. There was no patient involvement.